Manufacturer narrative:
The customer did not authorize or respond to any device repair request. The device was not inspected. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Device was received for ail recall. The conditions for the ail recall were met, thus the ail assembly was replaced to complete the remediation. Pm was performed and the instrument inspection failed due to corrosion on the right and left iui connector. Further, the indicator lens was also found broken. All functional tests passed. The device is being returned unrepaired. There was no patient involvement. (B)(4).